Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion with an unspecified spectrum pump the patient experienced low blood pressure "which required higher vasopressor doses". It was further reported "the patient was unconscious and paralyzed so effect on their state was not obvious". Attempts to obtain additional information are ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.